Event description:
During a laparoscopic sigmoid resection procedure, the open and close/fire buttons of the idrivec functioned intermittently: sometimes the actuation of the button effected a change in the position of the attached cs29 anvil, and at other times no change was manifested. The first idrivec was replaced by another idrivec. The second idrivec also manifested intermittent button function, but was ultimately able to successfully fire a cs29 stapler, resulting in properly formed staples.

Manufacturer narrative:
The returned idrivec was visually and functionally evaluated. The device was found to behave in a manner not intended: on occasion, it responded as though a button had been pressed, when in fact no such input had been given. This issue will be monitored. (B) (4)